Event description:
N/a.

Manufacturer narrative:
Additional information: sections d9 & h6. Investigation summary: the complaint indicates that during an operation the stent shifted when it was inserted into the lock channel. According to the customer, the balloon was too big/too expanded. Additional information was requested and answered partially. In the responses, it was indicated that the appropriate size device was used but that it was damaged after going through the sheath. No specific information on the damage incurred or why it was considered to be damaged was provided. Additional information was requested and answered partially however none of the answers provided any insight as to the reason why the stent came off the balloon in the introducer sheath. The sheath manufacturer and model were not provided and the introducer sheath was discarded. The target location and disease state of the target vessel was not provided the device in question was returned and evaluated. Upon opening the returned device it was clear that the stent was no longer in its crimped position in between the two gold radiopaque ro marker bands. The stent was shifted proximally well above the balloon. The stent had a very large bend to it. The proximal end of the stent was flared slightly from being pulled over the proximal end of the folded balloon. The stent curvature bend is indicative of a stent that has been delivered through the curvature of an introducer sheath. The underlying balloon showed signs that the stent had been properly crimped during the process of manufacturing since impressions of the individual struts of the stent frame can clearly be seen on the folded balloon surface. The balloon showed no signs of damaged and also no signs of positive pressure. The catheter shaft also showed no signs of compression damage or shaft damage from attempts to advance the catheter. To ensure the stent delivery system was functional the catheter was prepped per the instructions for use and a guidewire placed through the guidewire lumen of the catheter shaft. The balloon was then pressurized to the rated balloon burst pressure of 12atm as indicated on the product label. The balloon opened without issue. The 12atm pressure was held for over a minute and the balloon deflated. The catheter was fully functional. The device in question was returned with the stent dislodged from its intended position between the ro markers confirming the complaint, however there is no indication that the device was provided nonconforming. Based on the curvature seen of the balloon it is possible that the patient¿s anatomy was tortuous making passage through the sheath difficult. As the actual procedural details were not provided there is a possibility the target lesion was at an acute angle. In this regard it is also possible that the sheath deformed or even kinked during the procedure making passage of the stent delivery system extremely difficult. A definitive root cause cannot be determined based on the device evaluation. A review of the device history records shows that this product met all quality and performance requirements without any non-conformances. This includes the passage of 20 stent delivery systems through the 7fr introducer sheath as indicated on the product label and deployment of the stent without incident. The complaint history review identified that there were potentially 5 related complaints where the stent was dislodged within the introducer sheath during insertion. For all 5 complaints, the root cause was unable to be determined. A review of the non-conformances that could be related to the reported failure mode was conducted. There were no related ncrs identified. There were no complaint trend excursions identified during the 15 month time period for ¿stent dislodges from the catheter in the sheath/prolonged procedure, no intervention required.¿ the review of the CAPA request/CAPA log was performed but did not identify any information to specifically aid in the investigation. There is no evidence that equipment, process, materials, or design was the cause of the complaint as all indications suggest the product met product requirements. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. A labeling review was conducted. The IFU was found to provide adequate instructions for selection and use of accessory devices for the intended use.

Event description:
The customer calls field sales representative ms. Holschuh and tells her that during an operation the stent shifted when it was inserted into the lock channel. According to the customer, the balloon was too big/too expanded. No patient was harmed, no stent was implanted.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.